Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the keypad was less responsive and screen appears polarized. Customer¿s blood glucose level was unknown. Customer also reported that received no delivery alarms, insulin squirts out during fill tubing, hairline crack near reservoir compartment and low battery alert. The device will not be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.